Manufacturer narrative:
The events of "red burning sensation, swelling, rash and flaky skin", product has fallen", can "feel and hear it squishing around" cheeks fell "full" and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Adverse events: the most common injection- site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. The following adverse events were received form post market surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; (B)(4). Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a months. The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks. The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months. The onset of displacement generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antibiotics, steroids, hyaluronidase, and laser treatment.

Event description:
Pt reported approximately 1 week after injection with juvederm voluma in the ¿top of the cheek bone¿ and restylane in the lips, they developed redness, a ¿burning sensation¿, swelling, a rash, and ¿flaky skin¿ on the lips, chin, and area around the mouth. The pt commented that it feels like the product has ¿fallen¿ from the area of injection to the ¿nose and parentheses¿ area. Additionally, the pt indicated they can ¿feel (the product) and hear it squishing around¿ and their cheeks feel ¿full¿. Treatment of symptoms included amoxicillin, prednisone, valtrex, and bactrim. The pt believes the healthcare professional ¿injected the product incorrectly¿. Follow up with the treating healthcare professional provided clarification of the preceding pt report: approximately 2.5 after injection with 2 syringes of juvederm voluma xc in the cheeks, nasolabial folds, and ¿malars¿ and concomitant injection of 1 syringe of juvederm ultra plus xc in the lips, the pt returned to the injecting healthcare professional¿s office indicating they were ¿dissatisfied¿ with the symmetry of the lips. The pt was injected with 1 syringe of juvederm ultra xc in the lips to correct for the unsatisfactory result. Approximately one week after injection with juvederm ultra xc the pt developed a ¿reaction¿ ¿all around (the) mouth, nasolabial folds, down and under (the) chin, and side of nose¿. The pt was treated with valtrex, bactroban, benadryl and percocet for pain. The treating healthcare professional stated they believed that the pt has seen other healthcare professionals since onset, as well, although they did not know the details other than there was no decisive conclusion about etiology of symptoms. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00272 ((B)(4)) and MDR ID# 3005113652-2014-00304 ((B)(4)). This is the third MDR submitted for the third suspect product, juvederm ultra xc.